Event description:
It was reported that the customer had multiple incidents involving faulty and malfunctioning foley catheters obtained from east jefferson general hospital. 2 catheters were self deflating and was coming out of patients who had recently undergone a prostatectomy with a urethral anastomosis. The foley drained the bladder to prevent excess strain on the new anastomosis. Foley deflation and premature removal from the body put the patient at extreme risk for anastomotic leak, stricture, or breakdown. 1 foley self-deflated and came out from a artificial urethral sphincter placement. Foley exploded in a patients bladder. Patient presented to the emergency room. 1 foley (on 2-west) was unable to be deflated. The patient pulled the foley into their urethra where it could not be deflated. Many methods of catheter removal including transection of catheter and wire manipulation were attempted and unsuccessful. They eventually had to percutaneously pop the foley balloon with a needle to get the balloon down. Patient was at extreme risk for urethral stricture because of this.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.